Event description:
Per the audiologist, the patient was admitted to the hospital with bacterial meningitis. The patient passed away in 2009. More information has been requested, but was not available at the time this report was filed the next day.

Manufacturer narrative:
Per the physician, the patient had otitis media prior to implantation. The physician also indicated the patient was up to date on his immunizations including prevnar however, during surgery for implantation of the device, the physician indicated there was a csf gusher and the patient had missed several medical follow up appointments before hospitalization with meningitis.